Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: proximal conductor fractured; full lead returned and analyzed. Other: it was reported the lead impedance had been stable since implant, but increased to 2480 ohms along with oversensing issues. An xray was done that did not show any indication of failure, however a lead fracture was suspected and the lead was explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, impedance, high, lead(s), fracture of, oversensing.

Event description:
It was reported the lead impedance had been stable since implant, but increased to 2480 ohms along with oversensing issues. An xray was done that did not show any indication of failure, however a lead fracture was suspected and the lead was explanted and replaced. No patient complications were reported as a result of this event.